Manufacturer narrative:
An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.after further review, section d4 catalog # was updated from 07k62-25 to 07k62-30. Section d4 unique identifier (UDI) # was updated from (B)(4). H3 other text : device evaluation still in process.

Event description:
The customer observed a falsely depressed architect tsh result for one patient diagnosed with autoimmune thyroiditis. The following data was provided: 13jun2023 initial result = 17.06 miu/l (testing completed at another laboratory). 19jun2023 sid (B)(6) initial result = 6.98 miu/l. 29jun2023 initial result = 17.7 miu/l (testing completed at another laboratory). 01jul2023 initial result = 14.05 miu/l no impact to patient management was reported.

Event description:
The customer observed a falsely depressed architect tsh result for one patient diagnosed with autoimmune thyroiditis. The following data was provided: on (B)(6) 2023, initial result = 17.06 miu/l (testing completed at another laboratory) on (B)(6) 2023 ,sid (B)(6) initial result = 6.98 miu/l on (B)(6) 2023, initial result = 17.7 miu/l (testing completed at another laboratory) on (B)(6) 2023, initial result = 14.05 miu/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. A search for similar complaints did not identify an increase in complaint activity. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any related nonconformance's, potential nonconformance's, or deviations associated with the likely lot number 45584ud00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect tsh reagent for lot 45584ud00 was identified.

Event description:
The customer observed a falsely depressed architect tsh result for one patient diagnosed with autoimmune thyroiditis. The following data was provided: (B)(6) 2023 initial result = 17.06 miu/l (testing completed at another laboratory). (B)(6) 2023 sid (B)(6) initial result = 6.98 miu/l. (B)(6) 2023 initial result = 17.7 miu/l (testing completed at another laboratory). (B)(6) 2023 initial result = 14.05 miu/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.